Manufacturer narrative:
(B)(4).

Event description:
The customer stated the numbers were flickering on the display of his meter. While troubleshooting with customer support, a display check was performed and no segments of the display were missing. The customer checked the meter memory and then discovered there were segments that were faded or missing from the display. This issue could affect the interpretation of patient results. There was no allegation of an adverse event. The suspect meter was requested to be returned for further investigation.

Manufacturer narrative:
The customer's meter was received for investigation. It was determined the printed circuit board was contaminated by liquid which penetrated/corroded solders contacts. Deposits could be seen between the conductive rubber and contacts of the board which led to the failure. The root cause was contamination of the contacts due to improper handling or maintenance by the customer. According to the investigation, a risk due to reading an incorrect result could be excluded since no meaningful number was displayed. Medwatch field were updated.